Event description:
During index procedure, the patient had two endeavor stents implanted. Approximately 23.5 months post index procedure, the patient suffered a gi bleed from the stomach and duodenum. Medicine was prescribed. It was not assessed if event was related to device. It was reported the patient recovered.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
Patient has a history of diabetes, prior mi and prior pvd. Index procedure was prompted by silent ischemia. The event date of the previously reported bleed is unk. Investigator has indicated that the event is not related to the study device.